Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were not always responding to presses and sometimes required multiple presses. The patient stated that the ok button seemed to also be sticking as the pump was jump through screens and occasionally have 0.0 unit boluses recorded in the pump history. The patient confirmed that the keypad was intact. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 device evaluation submitted (B)(4) 2012: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings testing confirmed the ok button is intermittently responsive. The keypad is peeling at contrast button. Removed keypad and found contamination under all contacts. Leak test revealed a keypad leak and a peeling keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.